Event description:
Caller states that she tested >8.0 inr and >8.0 inr on the coaguchek xs system and 5.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reported the system had no power to the mainframe after the workstation boots. No patient injury was reported.